Event description:
During a third metatarsal procedure, the drill bit bound up in the drill guide and the tip of the drill bit broke off. It is reported the drill bit did not break into the patient. Procedure was completed with no harm to patient and no delay in the procedure. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The tip of the drill bit is broken off. The flutes above the fracture face are completely untwisted. The tip of the drill bit is broken off and the flutes are completely untwisted. Therefore the relevant dimensions can not be verified anymore and this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity. The microscopic view of the cutting edges at the fracture zone has shown that they are badly damaged, possibly by an excessive metallic contact. This and the untwisted flutes indicate that this drill bit was completely stuck in the drill guide for any reason and that a mechanical overload caused the deformation and the breakage of this device. (B)(4).